Event description:
It was reported that during implant of the atrial lead, sensing could not be obtained. Noise was also noted. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).